Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and septic shock could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow alarms. According to the account the alarms were due to septic shock. Additionally, the report of a possible outflow graft obstruction was unable to be confirmed through this evaluation as no product was returned for evaluation, and no images were provided by the account. The controller event log file contained events from (B)(6) 2023. Multiple low flow alarms were captured associated with elevated pulsatility index (pi) values. No other notable events were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and sepsis, that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to infectious diseases (ID) for antibiotics due to driveline infection. During the appointment the patient began to vomit but stated they were okay and went home. On the ride home, the patient became unresponsive, and emergency medical services (ems) were called. The patient presented to the hospital with glasgow coma scale (gsc) of 8 and grunting. Initial mean arterial pressure (map) was 40 and head computed tomography (CT) scan was normal. The patient was obtunded, related to infection or possible outflow obstruction. Log file review captured low flow events on (B)(6) 2023 and high pulsatility index (pi). It was later reported that the low flow alarms were caused by septic shock. The alarms resolved after volume resuscitation. It was noted that initial driveline culture was positive on (B)(6) 2023 and was treated with a negative culture on (B)(6) 2023. Driveline cultures were positive again on (B)(6) 2023 with the same bacteria. Methicillin-resistant staphylococcus aureus (mrsa) cultures were identified. No thrombus was noted on echocardiogram on (B)(6) 2023, but a computed tomography (CT) scan was unable to be completed due to instability of the patient. The patient remained intubated in the intensive care unit (ICU) on dialysis. Healthcare providers were working on stabilization from a septic shock standpoint.